Event description:
It was reported that this left ventricular lead was explanted due to exhibiting high pacing thresholds, loss of capture with no asystole and muscle stimulation. Another lead was implanted instead and is not expected to be returned. No further adverse patient effects were reported.